Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported a low blood glucose (bg) level of 50mg/dl; the cause was unknown. No further information was provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.